Event description:
It was reported that they were trying to initiate therapy but temperature sensing foley was not registering on the device. Verified that when an alternate cable was used to plug into a phillips monitor, the probe was registering. Advised swapping out the temperature in cable attached to patient temperature (pt) 1 port in an arctic sun device. Nurse states that the patient temperature (pt) reading keeps going out intermittently and is not registering. Ts foley probe. Confirmed probe was registering on bedside monitor when utilizing that different cable. Nurse stated they have no extra temperature in cables available. There was one other device in the facility, but they did not want to pull the cable from that device in case it was needed for another patient. Explained the cable needs to be replaced or the input would keep going out and therapy will continue to be stopped. Nurse would see about just swapping out devices and sending this one to biomed. Noted biomed could place an order for multiple temperature in cables and request expedited shipping. Per follow up information received via task on 03jun2026, spoke with nurse who confirmed they only replaced the device with the cable once. There were no other exchanges made. They used their second arctic sun and there were no issues. Patient was continuing therapy in rewarm mode at this time. Per follow up information received via task on 04jun2026, spoke with biomed who confirmed they had placed an order for additional cables and would return this device to the floor once they have arrived.

Manufacturer narrative:
Report source other: (B)(4). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.